Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which one lead and the ipg were explanted and replaced. The other implanted lead was providing patient with therapy; therefore, no action was taken. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site. The patient's leads also migrated. Surgical intervention may be pending to address the issue.